Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for front/rear barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined without the actual sample. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set completely dismantled when retracting the needle. The winged section of the needle projected in one direction and the tubing with the needle projected in a different direction causing a dirty needle stick to the thigh of the healthcare worker. There was no report of medical interventions other than standard first aid.